Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports the lite handle cover was found within their minor pack and it was discovered that the light handle cover contained a slit/crack. The damage was noticed post-surgery and because of this break in the sterile procedure the patient developed an infection and required an additional surgery.